Event description:
During a coronary stenting drug eluting treatment procedure, stent deployment difficulties occurred. The lesion being treated was located in the mildly calcified subtotal right coronary artery (rca). The physician predilated with a 2.25 mm maverick balloon. The 3.0x28 mm taxus express2 drug eluting stent was delivered to the lesion in the mid rca and inflated to 14 atms. The balloon was deflated and the physician pulled negative two more times prior to removing the stent delivery system (sds). The stent did not appear on the cine with contrast. Upon examination of the sds, the half way expanded stent was found partially on the proximal end of the delivery balloon and partially on the distal end of the catheter shaft. There was no resistance during withdrawal of the sds. Another taxus express2 stent was placed, successfully completing the procedure. No pt complications were reported. Pt status reported as "ok".